Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient, who is an hcp, reported they injected themselves with 1ml juvéderm® ultra plus xc in the upper forehead, an off label use. Later that day, patient observed erythema, mild pain, and patches of hair loss (alopecia). Two days later, the hair loss stopped.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, who is an hcp, reported they injected themselves with 1ml juvéderm® ultra plus xc in the upper forehead, an off label use. Later that day, patient observed erythema, mild pain, and patches of hair loss (alopecia). Two days later, the hair loss stopped.